Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the unit dislodged from the trachea. There was an air leak as the unit could not hold volumes. The surgeons stated that the unit has less of a curve, the balloon taper led to dislodgement, and the balloon was coming out of the trachea. The patient was then brought back to the operating room and went for trach revision.